Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6)ubd: unknown, UDI#: unknown g2: this event occurred in italy, see e1-e3. H3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. The returned positioning sensor unit (psu) was replaced. It had scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .931mm with a passing threshold of .250mm. Line separation was detected during the test and adjustments were made. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the infrared camera was broken. The red led was triggered. There was no patient involvement.